Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that during injection one of the iol haptics tore off and a small peice of the iol optic broke off. The iol was explanted and exchanged without further incident during the original surgery session. There was no harm or injury to the patient as a result of the event. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. The device has not been returned to rayner. The rayone preloaded iol use risk analysis identifies the following as possible causes of "trapped/ torn lens haptic/ optic during insertion"; inadequate amount of viscoelastic; inadequate quality of viscoelastic; haptic trapped by plunger override due to fast motion; user opens closed flaps and closes again before use; plunger advanced too quickly, insertion of viscoelastic through nozzle leading to inadequate amount of viscoelastic; user removed injector from tray prior to inserting viscoelastic, causing lens to be improperly placed in cartridge; user removed injector from tray prior to closing cartridge, resulting in cartridge not being clipped properly; optic edge trapped/ damaged on closure of cartridge, sharp edge instruments and dehydration of the lens prior to implantation. Our review of production records for the rayone galaxy toric rao615x batch 114255096 showed that all manufacturing and quality checks were conducted with successful results. All devices released for distribution from this batch were within tolerance, met specification criteria and were without defects. A review of vigilance data confirms this is an isolated event. No other incidents, of any type, have been received against the rayone galaxy toric rao615x batch 114255096. There is insufficient evidence and information available to determine the cause of the lens damage during injection.

Event description:
On 31st march 2025, rayner received notification from a UK healthcare facility of an event that occurred during use of a rayone galaxy toric rao615x. The event description provided states that during injection one of the iol haptics tore off and a small peice of the iol optic broke off, necessitating lens explantation and exchange.

Event description:
On 31st march 2025, rayner received notification from a UK healthcare facility of an event that occurred during use of a rayone galaxy toric rao615x. The event description provided states that during injection one of the iol haptics tore off and a small peice of the iol optic broke off, necessitating lens explantation and exchange.

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that during injection one of the iol haptics tore off and a small peice of the iol optic broke off. The iol was explanted and exchanged without further incident during the original surgery session. There was no harm or injury to the patient as a result of the event. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. The rayone preloaded iol use risk analysis identifies the following as possible causes of "trapped/ torn lens haptic/ optic during insertion"; inadequate amount of viscoelastic; inadequate quality of viscoelastic; haptic trapped by plunger override due to fast motion; user opens closed flaps and closes again before use; plunger advanced too quickly, insertion of viscoelastic through nozzle leading to inadequate amount of viscoelastic; user removed injector from tray prior to inserting viscoelastic, causing lens to be improperly placed in cartridge; user removed injector from tray prior to closing cartridge, resulting in cartridge not being clipped properly; optic edge trapped/ damaged on closure of cartridge, sharp edge instruments and dehydration of the lens prior to implantation. Our review of production records for the rayone galaxy toric rao615x batch 114255096 showed that all manufacturing and quality checks were conducted with successful results. All devices released for distribution from this batch were within tolerance, met specification criteria and were without defects. A review of vigilance data confirms this is an isolated event. No other incidents, of any type, have been received against the rayone galaxy toric rao615x batch 114255096. The device was retained and returned to rayner for evaluation. The device was returned dehydrated in a pouch with lens sitting at the bottom, also in a dehydrated state. Preliminary inspection of the returned injector showed that movable flaps were closed, and the plunger was pushed in. Returned lens was inspected under x10 magnification and found to be missing one of the haptics. Following the injector disassembly, cosmetic inspection of the injector parts revealed that the soft tip of the plunger was slightly bent. There were visible traces of viscoelastic solution in the cartridge chamber. Piece of the missing lens was found in the in the injector during the disassembly stage. The injector was re-assembled with new plunger, and 1x rayone aspheric rao600c +32.00 d from rayner's stock was loaded and injected as per the IFU. The injection was successful, felt very smooth and no issues occurred during this process.